Event description:
Lead consistently switches from bipolar to unipolar with low impedance measurements. Noise detected on the atrial lead and noise increased with movement. Device remains implanted.

Manufacturer narrative:
On (B)(6) 2016 this lead was capped and replaced today due to intermittent oversensing.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.